Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A review of the event history log identified different instances of the user silencing downstream occlusion alarms. Functional testing was unable to reproduce an occlusion error. Fluid delivery/flow rate accuracy and downstream occlusion sensor testing was performed and the device met specifications. The pump was able to successfully infuse with no issues. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had "inaccurate occlusion error" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.